Event description:
The customer stated that she tested her blood glucose and her readings were low. She called the paramedics because she was concerned. When paramedics arrived, they tested her glucose at 166 mg/dl. They then tested the customer with her brio meter and received a reading of 50 mgdl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The test strips and meter are to be returned for evaluation, and replacement products will be sent.